Manufacturer narrative:
There was a compromised force sensor system alarm during the prime/compromised force sensor system test at 4lbs due to a faulty force sensor resistor (gold). The pump was received with a cracked reservoir tube lip, cracked battery tube threads, a case cracked at the display window corner, a minor scratched lcd window, a cracked lcd window, and a scratched reservoir tube window.

Event description:
The customer reported via phone call that she had compromised force sensor system alarms and issues with priming. Customer stated that it happened twice in the past month and a half. Customer stated that the insulin was squirting out but it seemed ok after the rewind. Customer reported that last time she had to do a shot. Customer's blood glucose was 200 mg/dl at the time of the incident. Customer stated that after the alarm, the pump shuts down like a battery change. It was explained that the possible cause of the alarm was during seating, the force sensor did not detect the reservoir. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.